Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). H6 result code - no code available since device was not returned. Hence results cannot be determined. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the device had air leaking at the end of the hose, the side where the pfj handpiece should be connected. It was impossible to connect the handpiece if the hose was already connected to the air supply. As well as, when the surgeon wanted to disconnect the handpiece from the hose after use, the air leaking reappeared. Loud blower noise. No harm and no delay reported. No adverse events were reported as a result of this malfunction.